Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that their bladder ins hadn't been working in over a year because their healthcare provider (hcp) could not do anything to correct their symptoms. Patient stated that they had other major surgeries done because the surgeries were top priority and that they didn't know if that affected their therapy. Patient mentioned that the issue started probably around march of last year, but they were not sure. Patient also stated that they wanted to set up a schedule to have their ins removed because it was not working. No adjustments were made during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the steps that were or will be taken to resolve this issue as being "2023-dec-04 battery longevity 0.5-1.6 months noted, 2024-jan-29 battery exchange cancelled, (B)(6) 2024 fell on left side by implant, 2025-jun-18 not charged during visit, 2025-jul-23 battery exchange rescheduled, (B)(6) 2025 procedure changed to explant, (B)(6) 2025 surgery not yet scheduled by patient." The hcp noted the issue has not yet been resolved, however device removal or replacement is planned, but a scheduled date is to be determined. Hcp reported the ins is not in use and the battery is dead.